Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was evaluated and found to be within specification. The DHR of the complained batch was checked. There were no abnormalities or discrepancies in the DHR.

Event description:
This event was reported for prime and bond that "after applying this bonding, we had burns on the patient's gums. We ask to check the composition."